Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle did not insert, to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer stated the needle never inserted. She also stated that at 3:50 pm she had a blood glucose of 293 mg/dl, and when she deactivated the pod she had a blood glucose of 276 mg/dl. The pod was worn for less than an hr.